Event description:
The customer reported that during an rf ablation procedure, the impedance increased to more than 300 ohms and the generator stopped working. The procedure was cancelled. No pt injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for eval. If the generator is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.